Event description:
It was reported that the patient had a revision surgery for the artificial urinary sphincter for unspecified reasons. An extra cuff and high pressure balloon were added to the system. Additional information received indicated the 61-70cm pressure regulating balloon as replaced with a 71-80cm pressure regulating balloon as the patient experienced incontinence even with the device activated. Following the replacement surgery, the patient was stable with a successful device implant.